Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented in the ER after receiving inappropriate high voltage therapy. High, out of range, pacing lead impedance and noise episodes were observed. Noise was reproducible in-clinic. Lead fracture is suspected. The lead remains implanted at this time.